Event description:
The consumer reported via the manufacturer representative that they had pain over the battery site and vaginal pain due to the stimulation. Impedances were normal and reprogramming did not please the patient; she wanted the system out. The issue was resolved at the time of the report. The patient was going to move with the explant and surgery was planned. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.